Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope's casing around the supply plug was broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material found in the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the air/water cylinder had no color. The suction cylinder had no color. Due to deformation of electrical connector guide pin, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. The image guide protector had a scratch. The light guide lens had a crack. Connecting tube had a scratch. Adhesive around objective lens had discoloration. Water tightness of forceps elevator was lost. There is corrosion around the forceps elevator. The protector of universal cord on suction connector side was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.